Event description:
It was reported that the pump battery could not be charged, despite the fact that the pump battery would only show that it was 100% charged. There was no adverse impact to the customer's blood glucose. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.